Event description:
As reported by the exactech knee replacement study, approximately seven years post initial left side tka, this (B)(6) female patient experienced polyethylene wear with evidence of osteolysis. Patient left knee medial polyethylene tibial wear evident on radiographs taken on (B)(6) 2022. Patient reports gradual progression of pain and swelling to left knee for 2-3 years. The event is ongoing.

Manufacturer narrative:
Concomitant medical products: logic femoral ps cem left sz 3 (cat# 02-010-01-0230), lgc tibial fit tray cem sz 3f / 3t (cat# 02-012-45-3030), three peg patella 32mm (cat# 200-02-32). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information. (H3) the revision reported was likely the result of patient-related conditions, third body wear, malalignment between the femoral and tibial components, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation and radiographs were not provided. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
After further review of additional information received the following sections b5, g3, g6, h2, h3 and h6 have been updated accordingly. Section b5: additional information received from clinical study indicates that patient hospitalization due to left knee revision. Patient's revision was completed on (B)(6) 2023. (H3) the revision reported was likely the result of prosthesis wear and pain as stated in the exactech knee replacement clinical study documentation. The root cause for the prosthesis wear and pain cannot be confirmed at this time as the devices were not available for evaluation and radiographs and part information were unable to be obtained. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.